Event description:
It was reported that the pump displayed a "primary audible alarm test" alarm. No patient involvement or injury was reported.

Manufacturer narrative:
Product evaluation: the device was returned for analysis. Both tamper seals were in tact. The top case was cracked on the right corner. Power up process and occlusion test were performed. The reported problem was duplicated. The speaker does not operate properly. No damage to the speaker was found. Repair tech replaced the speaker as a preventative measure. Performed power up process, occlusion test and all functional tests which passed. Device history review (DHR): the root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
Additional information was received: the event occurred before use.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the event history log (ehl) identified primary audible alarm background (bgnd) test.